Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was worn and strained. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was incorrectly documented as returned to manufacturer on jun16, 2015 and the wrong investigation was entered in the previous report. The date has been updated as jun1, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the radiolucent drive device had no function at all when in use. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Returned to manufacturer: the returned date to manufacturer was documented as june 3, 2015 in the follow up report. It has been updated to july 3, 2015. Device evaluation: in follow up 1 it was stated that the "device was worn and strained" it has been updated to the following: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was deformed and worn out. It was further noted that the drill fixation was deformed and the bearings were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.